Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, hypersensitivity occurred. The physician implanted a taxus express2 drug eluting stent, unk size, to an unk vessel. Post stent implantation the pt experienced persistent weight loss, diarrhea and skin rashes. The pt has had a gradual elimination of medications to define hypersensitivity to possible stent components or medications. Add'l info regarding this event has been requested.

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. As the batch number is unk, a review of the mfg records could not be carried out. The root cause will be documented as anticipated procedural complication, due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling.